Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by an application issue. A technical support specialist cleaned up the drive space and rebooted the station to address the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system was stuck on boot screen. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.